Event description:
It was reported that patient underwent an open reduction internal fixation procedure utilizing a lag screw on (B)(6) 2013. Subsequently, the lag screw has backed out. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records and receiving certificate of conformance show that lot released with no recorded anomaly or deviation. (B)(4).